Manufacturer narrative:
Product ID: ev240163 (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eighteen days post implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system the pocket was not closing as expected and a pocket infection was suspected. The patient experienced discomfort, purulent discharge, redness, and wound dehiscence. Oral antibiotics were administered. Upon explant of the system it was noted that only one suture was correctly attached to the fascia. The header of the device was not attached or secured to fascia in the pocket. Additionally, a transmission indicated oversensing with noise, myopotential oversensing, and diminished r-waves. It appeared that the lead had slipped caudal and displaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.